Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported on approximately 7 years post the index procedure during a routine follow up, a CT identified disengagement of the proximal stent graft resulting in a type ia endoleak. The maximum aneurysm diameter is now 68mm (unknown at time of implant) per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received reported that as per the physician, the seal was adequate prior to the type ia endoleak. Intervention was carried out to repair the type ia endoleak. An endurant ii proximal cuff (etcf3636c49ee) was placed just before the ostium of the right renal artery. An endurant ii (etlw1616c82ee) limb was also placed in the right limb to increase the overlap. A balloon expandable stent was placed in the ostium. The procedure was successful. Film evaluation summary: the exact cause of the events could not be confirmed from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. CT¿s returned from 7 years post-implant reveled that the maximum diameter aaa measured ~68mm, and there were bilateral common iliac aneurysms. The bifurcate suprarenal stents appeared to have detached (as a complete unit) from the bifurcate and were positioned ~10mm above the bifurcate proximal graft margin which had migrated distally. The proximal neck was conical-shaped, ranging in diameter from ~27mm just below the renal arteries, increasing to ~35mm at the level of the bifurcate od which measured 29mm. There was contrast seen outside the proximal stent graft that was not in contact with the aortic neck from a proximal type I endoleak. In addition, the infrarenal neck and suprarenal stent were severely angulated ~80 deg lt-rt; relative to the distal aorta. Two (2) still angiograms from a recent intervention were also returned. The films were non-contrast with no visible scale; therefore, no assessment of any endoleak or stent graft/vessel patency could be performed, and no stent graft or vessel measurements could be performed. The films confirmed that an endurant aortic cuff had been implanted ~20mm above the bifurcate proximal margin, bridging the separation between the detached bifurcate suprarenal stent, and appeared positioned proximally just below the right renal artery which had been stented. In addition, an endurant limb had been implanted across the junction of the right bifurcate ipsi limb and right limb extension which was previously minimally overlapping. Other than the earlier observed stent severance, no clear bifurcate stent fracture or other stent graft issues were observed. The exact cause of the stent detachment could not be determined. No clear suprarenal or aortic body stent fractures were observed, and it appeared more likely that the bifurcate proximal fabric and/or sutures attaching suprarenal stents to the bifurcate had failed. It is likely that there has been disease progression (neck dilatation), and therefore lack of stent graft proximal neck radial support may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, leading to eventual failure of the graft fabric/sutures and resulting distal migration of the bifurcate. Aortic neck angulation may have also contributed to the increased loading at the suprarenal stent attachment. The films also revealed that the bifurcate ipsi/right limb extension was only overlapping the bifurcate ipsi limb ~5mm; however, no clear type iii junctional endoleak was observed. The cause of the likely junctional separation could not be determined, and the amount of initial overlap is unknown. It is possible that aneurysm morphology changes, as seen by the angulated neck, may have contributed. In addition, the right internal iliac artery, which had not been embolized/coiled, was patent and appeared to be feeding the rcia as a type ii endoleak. On the contra/left side, a flared limb was seen positioned into the distal/aneurysmal portion of the left common iliac artery just proximal to the iliac bifurcation. The left limb extensions within the lcia were acutely angulated laterally to ~150 deg maximum. The distal left limb od measured ~28mm, the lcia diameter measured ~35mm at that same level, and contrast was seen outside and distal to the limb that may have also been pressurizing the aaa. It is also possible that disease progression (vessel dilatation) may have led to this event. If information is provided in the future, a supplemental report will be issued.